Event description:
It was reported by svc report that the jacks could not be pumped up due to pump pedal assembly being broken. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The unit was not repaired but was removed from service.